Event description:
It was reported that patient underwent an explant procedure of the spinal cord stimulation (scs) due to inadequate stimulation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7077490/7077397.